Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04965. It was reported that the patient experienced ineffective therapy. X-ray confirmed lead migration. Diagnostic testing revealed low impedances on the leads. As a result, surgery occurred on (B)(6) 2019 during which the existing leads were repositioned. Post-operatively, effective therapy has been established.